Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of constipation and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was constipation. On an unreported date in 2011, the patient began remedial therapy with vancomycin (1.5 gm, ip, frequency not reported). The outcome for the event of peritonitis was resolving, however, the outcome for the event of constipation was not reported. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of constipation.